Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 426 mg/dl at the time of the call. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer declined a sample of the sure-t to try. The tip of the cannula may be bent at the end. The customer stated that they will call back immediately the next time they receive a no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.